Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with gentamycin injection (40mg, once daily, intraperitoneal, discontinued) and vancomycin injection (1g, every 5th day, intraperitoneal, discontinued) for peritonitis. Three days after hospital admission, the patient was discharged. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.